Event description:
Procedure performed: hysterectomy. Event description: the surgeon was extracting the retrieval bag from trocar and the green ring (not the guide but the ring) fell into abdomen. The bag with its content remains closed and is extracted. They had to enter the abdomen again with a laparoscopic grasper to collect the ring which appears intact. It is the second time it happens. They have been using retrieval since 2016 and this has never happened before. They have been surprised of the event. One problem could be that they use a new kind of trocar (brand name - redacted) but the point is that the ring falls down as free from the thread. Additional information received from applied medical rep. Via email on 10feb2025: they didn¿t report the incident, nor they informed me as it was the first time it happened, and they had never had problems with retrieval before in 9 years of use. The customer was the same, gynecology [hospital]. The event date was approx. One week before, they couldn¿t remember the exact date. Nothing happened to patient, they took the ring out of abdomen with a laparoscopic grasper as in the second incident. They threw the bag, didn¿t do an incident report as they thought it was strange as they were used to this product therefore, they don¿t have lot number nor device to be returned. The lot seems to be the same of the second incident, between first and second incident they used other retrievals without problems. This morning, I asked the nurse to open a retrieval on a table and see if the ring is attached or not. The nurse thought that the problem was due to the use of a new trocar. She said to me that, after opening the bag and put inside the anatomic piece, they left the bag into abdomen to extract it in a second time, after the operation had terminated. In the second incident they used then an instrument of 5 mm through the trocar (clamp) and nothing happened, only after the passage of a second instrument of 10 mm they saw the ring fall in abdomen. That¿s why they thought it could be due to trocar, but the strange thing is that the ring was intact so presumably it was not anchored inside the thread. Additional information received from applied medical rep. Via email on 06mar2025: as the retrieval is used for laparoscopic procedures, they deploy the retrieval inside the abdomen and they leave it until the end of surgery. When they pull the retrieval out of the abdomen they see that the green button is detached from retrieval. They can¿t know if it happened during the initial deployment or while releasing it from the actuator tube as far as my inspection with two new retrievals of the same lot is concerned, the retrieval deployed normally but the green button was stucked in the actuator tube. Intervention: they collect the ring from the abdomen with a laparoscopic grasper. Patient status: no impact on patient only prolonged time of operation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the specimen bag. Visual inspection confirmed the complainant¿s experience of component detachment, as the clamp was returned detached from the bead body. Furthermore, during component inspection, it was observed that the diameter of a section of the bead was found to be under specification. Based on the condition of the returned unit and the description of the event, it is likely that the undersized bead rib caused the clamp to be more susceptible to detach from the bead body. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: hysterectomy. Event description: complaint 1 of 2: (B)(4), complaint 2 of 2: (B)(4). The surgeon was extracting the retrieval bag from trocar and the green ring (not the guide but the ring) fell into abdomen. The bag with its content remains closed and is extracted. They had to enter the abdomen again with a laparoscopic grasper to collect the ring which appears intact. It is the second time it happens. They have been using retrieval since 2016 and this has never happened before. They have been surprised of the event. One problem could be that they use a new kind of trocar (brand name - redacted) but the point is that the ring falls down as free from the thread. Additional information received from applied medical rep. Via email on 10feb25: they didn't report the incident, nor they informed me as it was the first time it happened, and they had never had problems with retrieval before in 9 years of use. The customer was the same, gynecology [hospital]. The event date was approx. One week before, they couldn't remember the exact date. Nothing happened to patient, they took the ring out of abdomen with a laparoscopic grasper as in the second incident. They threw the bag, didn't do an incident report as they thought it was strange as they were used to this product therefore, they don¿t have lot number nor device to be returned. The lot seems to be the same of the second incident, between first and second incident they used other retrievals without problems. This morning, I asked the nurse to open a retrieval on a table and see if the ring is attached or not. The nurse thought that the problem was due to the use of a new trocar. She said to me that, after opening the bag and put inside the anatomic piece, they left the bag into abdomen to extract it in a second time, after the operation had terminated. In the second incident they used then an instrument of 5 mm through the trocar (clamp) and nothing happened, only after the passage of a second instrument of 10 mm they saw the ring fall in abdomen. That¿s why they thought it could be due to trocar, but the strange thing is that the ring was intact so presumably it was not anchored inside the thread. Additional information received from applied medical rep. Via email on 06mar25: as the retrieval is used for laparoscopic procedures, they deploy the retrieval inside the abdomen and they leave it until the end of surgery. When they pull the retrieval out of the abdomen, they see that the green button is detached from retrieval. They can¿t know if it happened during the initial deployment or while releasing it from the actuator tube as far as my inspection with two new retrievals of the same lot is concerned, the retrieval deployed normally but the green button was stucked in the actuator tube. Intervention: they collect the ring from the abdomen with a laparoscopic grasper. Patient status: no impact on patient only prolonged time of operation.